Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent surgery with va-clavicle plate and va locking screw. During insertion of the medial screw of the va-clavicle plate, an event occurred. In which the screw was difficult to insert, partly because the patient had good bone quality. After 2.0 mm drilling, the direction of the screw was checked by depth gauge, and insertion was attempted. But the screw could not be inserted at all. The surgeon slightly widened the insertion opening with a hospital-owned 2.4 mm k-wire and reinserted the screw, which inserted smoothly. After the surgery, the surgeon requested that a tapping screw be needed. The surgery was completed successfully without any surgical delay. Patient is stable. No further information is available. This report is for one (1) va lockscr a, 2.7 he 2.4 self-tap l18 tan. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.